Manufacturer narrative:
UDI number: (B)(4). The device will not be retrieved. There is no indication or allegation of product malfunction. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A lot history records was performed, and no events with the same defect were found. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. The clinical observation was confirmed through receipt of medical records. Based on the information received, a manufacturing defect was not identified. The root cause of the endocarditis remains indeterminable; however, patient related factors or procedural factors may have contributed to the event. In this case, it was noted source of the infection was unknown but it was thought to be possibly due to bph in the fact that patient self catheterizes at home and ua was positive for staph epi as well. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. It was reported via patient registry that a 25mm aortic valve was explanted and replaced with a 23mm aortic valve after an implanted duration of 66 days due to (staphylococcus epidermis) endocarditis, severe paravalvular leak (pvl), vegetations, dehiscence, abscess, severe aortic insufficiency, and two leaflets fused. Patient presented at outside hospital with blurry vision and imbalance. MRI from outside hospital demonstrated lucunar infarcts in the left and right centrum semiovale and the right posterior cerebellum. It was noted there was complete dehiscence of valve from about 2.5 cm of annulus, large abscess cavity mostly around the noncoronary sinus portion of the annulus, separation of aortic wall from annulus, and annulus from anterior mitral valve leaflet, which had to be reconstructed, after completed debridement, and treatment with concentrated vanconmycin solution. Two leaflets of the aortic valve were reported to be completely fused. Patient remained hemodynamically stable, tolerating the procedure well, and was transferred to the cvicu in stable condition. Patient was discharged home in good condition on post-operative day six. As reported there was no allegation of device deficiency by the surgeon. Source of the infection was unknown but it was thought to be possibly due to bph in the fact that patient self catheterizes at home and ua was positive for staph epi as well.

Manufacturer narrative:
Reference: CAPA-20-00141.